Event description:
Heel pain, rhinitis, high blood pressure, unable to void, cebaceous cyst on back, headache, achiness, tingling/numbness rt arm and shoulder weakness, bruises easily, tiredness, joint pain, fibrositis, trouble sleeping, abscesses, asthma, respiratory problems, kidney problems, breast hardness, sensitivity and numbness, nipples have break-outs, general aching and stiffness, malposition of implants, loss of upperbody strength, tendonitis, myalgic discomfort in arms and legs, fevers, chills, paresthesias, sicca symptoms. (Also see 1003902)